Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue and did not affect product integrity or functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system including a percutaneous lead on (B)(6) 2010. It was reported the pt could not increase the system amplitude when using her pt programmer. Several lead contacts were measuring invalid, and pt was not receiving stimulation. F/u on the pt found that the lead was replaced and product will be returned. No further info is available.